Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation the cardiac resynchronization therapy defibrillator (crt-d) experienced a partial electrical reset. The reset was cleared. The device is still in use. No patient complications have been reported as a result of this event.